Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was case completed? No information. Lot number no information. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2018 and suture as used. During the procedure, the suture was broken other than knots while passing the suture through the myometrial layer. There were no adverse consequences to the patient. Additional information had been requested and was provided.